Event description:
Pt was prepped with mini-chloraprep. During electrocautery excision of skin lesion on left cheek, surgical fire extinguished. Pt sustained second degree burns of the oropharynx and face. Apparent cause was free flow oxygen by nasal canula beneath drapes that was ignited by a bovie spark. Bovie machine was tested and found to be in working order. Dose, frequency & route used: once, topical 060. Therapy dates: 2009. Diagnosis for use: preoperative.